Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, cylinder fracture.

Manufacturer narrative:
This follow-up MDR is created to document the return of the device and the additional device information and patient information received. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation is noted in the exhaust tube of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with the pump or cylinder #2. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the exhaust tube of cylinder # 1 occurred subsequent to the device packaging being opened. Based on the evaluation and due to the brief period in-vivo, quality concluded that the separation most likely occurred inadvertently during the implant procedure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.